Event description:
Pt being dialyzed on 10/1/96 when it was noticed that the machine was taking off too much weight. The machine was taken out of svc and tested by bio-med. With no problems found. The machine was put back in use on 10/2/96 on a different pt with the same incident again occurring. The machine was taken out of use and the MFR notified. Add'l pt info age: 58, date of birth: 10/10/37, weight: 97 kg.